Event description:
It was reported that the implantable pulse generator (ipg) reached elective replacement indicator (eri) with premature battery depletion. A replacement procedure is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.